Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material that adhered to the light guide lens (lg lens) was unable to be further specified. Moreover, no physical damage of the device was confirmed where the foreign material had remained, nor was any obvious deviation of reprocessing. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The event can be detected and prevented in accordance with the following instructions for use (IFU): IFU states that detection method in cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to insufficient cleaning. The additional evaluation findings are as follows: the suction and air-water cylinder had no color; the switch box had a scratch; the grip had unclear indication; the plastic distal end cover was burnt; the universal cord was wrinkled; the plug unit, scope connector case and circuit board on the suction connector had corrosion due to water leakage. Due to corrosion on the plug unit, b30 error occurred. Due to wear of angle wire, the play of up/down and right/left knob was out of the standard value. Due to breakage of light guide bundle, illumination was poor. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the colonovideoscope had no image. There were no reports of patient harm. The device was returned and evaluated; there were foreign material on top of the light guide lens due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.